Event description:
The customer stated the architect i2000 module ups made a "pop" sound and smoke was observed. The customer powered off the ups and the instrument/system control center and requested service. No injuries occurred.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) ups. The ups (uninterruptible power supply) involved was a powerware prestige 3000va 230vac, which was set at 208 v. The customer was sent a replacement ups to resolve the issue. The powerware prestige 3000 ups was destroyed and was not available for return. A review of worldwide complaints from (B)(4) 2008 (B)(4) 2009, did not identify any similar complaints. A review of service history for architect (B)(4) from february (B)(4) 2009 thru (B)(4) 2009 found no additional occurrences of this issue. The powerware 9 prestige series user's guide for the 2500/3000va, 200-240v indicates the following agency approval: (B)(4) the powerware 9 prestige series ups is no longer manufactured. The architect system operations manual provides adequate instructions regarding electrical hazards and an emergency shutdown procedure. Based on the investigation findings, there is no indication of a deficiency of the architect i2000 system. This is the final report.